Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s screen was found cracked, though the device remained operable and the user¿s blood glucose was reported as 141 mg/dl without device impact. Symptoms included no reported injury or adverse physiological effects. Outcomes included a replacement ilet arranged and instructions provided for safe shutdown, data syncing, continuation of cgm use via dexcom app or receiver, and timely return of the original device. Investigation included case intake, verification of shipping details, and standard replacement logistics with user guidance on startup for the replacement device. Investigation of this device revealed physical damage to the display consistent with a cracked screen, with no reported malfunction of delivery or control functions. It was concluded, based on previously established findings for similar reports, that the cause was user device damage unrelated to a device manufacturing or design issue.